Event description:
It was reported that the right ventricular lead exhibited noise and insulation abrasion. The lead was fractured. The physician suspected clavicular crush damage. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.